Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a ¿cold device¿ observation and the battery bar was gray with pre-implant indication. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated a low telemetry battery voltage. The analyst commented that the battery voltage was 2.9557v due to telemetry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.